Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms that multiple hip arthroplasty procedures occurred on (B)(6) 2006, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2009. It is unclear as to which occurrence was initial procedure or revision. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms and further follow up confirmed that right total hip arthroplasty was performed on (B)(6) 2006 and left total hip arthroplasty was performed on (B)(6) 2007. Invoice history also revealed that two revision procedures were performed on (B)(6) 2008 and (B)(6) 2009. Additional information received in patient medical records confirms that patient underwent right total hip arthroplasty on (B)(6) 2006 and that a right hip revision procedure was performed on (B)(6) 2009 due to possible sepsis. Evaluation of fluid and tissue aspirated during the right hip revision procedure revealed no evidence of infection. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2012-02066 & 02067).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records confirms that patient underwent right total hip arthroplasty on (B)(6) 2006 and that a right hip revision procedure was performed on (B)(6) 2009 due to possible sepsis. Evaluation of fluid and tissue aspirated during the right hip revision procedure revealed no evidence of infection.